Event description:
In this event it was reported that a pair of palodent forceps broke during use and chipped a pt's tooth; the dentist repaired the pt's tooth.

Manufacturer narrative:
Because eval of the unit involved is not complete as of this report and since this issue could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would likely cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.